Event description:
The biomedical engineer (bme) reported that there was an issue with data not transferring to the emr, so the central nurse's station (cns) was rebooted. However, when the cns came back up, it was having an issue with not seeing the tiles, and the tiles did not have patient names and did not have waveforms coming across. The cns was also displaying the "data receiving interrupted" error message. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was an issue with data not transferring to the emr, so the central nurse's station (cns) was rebooted. However, when the cns came back up, it was having an issue with not seeing the tiles, and the tiles did not have patient names and did not have waveforms coming across. The cns was also displaying the "data receiving interrupted" error message. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. 01/21/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. 02/18/2022 emailed customer via (B)(6)for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that there was an issue with data not transferring to the emr, so the central nurse's station (cns) was rebooted. However, when the cns came back up, it was having an issue with not seeing the tiles, and the tiles did not have patient names and did not have waveforms coming across. The cns was also displaying the "data receiving interrupted" error message. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that there was an issue with data not transferring to the emr, so the central nurse's station (cns) was rebooted. However, when the cns came back up, it was having an issue with not seeing the tiles, and the tiles did not have patient names and did not have waveforms coming across. The cns was also displaying the "data receiving interrupted" error message. No patient harm was reported. Service requested / performed: nihon kohden repair center noted during project evaluation that the hdds in the device were old and needed to be replaced. The cns received new hdds and the issue was resolved. Investigation conclusion: the customer reported that the cns was not showing any tiles after a reboot. The software on the cns was also unresponsive. It is likely that the issue occurred due to software corruption. Software corruption is known to occur due sudden power loss or ungraceful exits. As the customer reported rebooting the cns before the issue occurred, it is likely that the reboot corrupted the software on the cns. Nk repair center noted during project evaluation that the hdds in the device were old and needed to be replaced. The cns received new hdds and the issue was resolved. The root cause of the software corruption is likely related to ungraceful exit by the user and or hdd wear and tear and unlikely to be a result of a deficiency in design or manufacturing. The issue of patient vitals not being sent to the emr and the possible causes for this is the hl7 server issues. These hl7 server issues are limited to customer network / server as well as customer user specifications like data queuing, ungraceful exits, incorrect customer flows, permission issues, etc. These issues range from internal network settings of the customer to power outages, power surges, system crashes and updating errors, which are factors outside nk control. These are not related to malfunctioning or deviation from performance of nk devices. The hl7 communication gateway server software collects vital sign data from all networked patient monitors in a nihon kohden patient monitoring system in order to format and send results messages in an xml format to a third-party delivery system. The third-party delivery system will then convert the xml messages into hl7 version 2.x messages. Admit, discharge and transfer (adt) information is received from the hospital information system in hl7 version 2.x messages by the third-party delivery system. The third-party delivery system then converts the adt messages into xml format and forwards to the hl7 communications gateway server for delivery to the networked patient monitors. The hl7 communication gateway server is installed on a windows server pc that is connected between the nihon kohden patient monitoring system and the hospital network where the hospital information system is running. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 - b7 attempt #1 01/21/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/18/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/22/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the patient information as requested. Additional device information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 01/21/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/18/2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/22/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the device information as requested. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h10 additional manufacturer narrative